Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed there was a frayed and derailed grip cable at the distal idler pulley. The frayed cable section was approximately 0.35 in length. Slight damages were found on the surface of the pulley. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci si hysterectomy procedure, the user facility identified torn wires on the large suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.